Event description:
The customer reported that at 2155 morphine pca with capnography was started with a dose of 0.45mg, lockout of 10 minutes, no basal, max limit of 2 mg/1hour. At midnight the morphine was discontinued and dilaudid pca with capnography was initiated with a dose of 0.2mg, lockout of 8 minutes, basal 0.3mg/hr and max limit 0.9mg/1 hour. The initial settings were reportedly ¿beyond the guardrails.¿ throughout the night that patient had poor pain control and there was no report of low respirations or no breath detected alarms. At 0615 there was a brief change to basal 0.4mg and 1 hour limit of 1.2mg but at 0630 this was changed back to the previous settings. Nursing documentation stated that the patient was anxious and without pain control but required stimulation to breath due to multiple apneic events and respiratory depression. The modified ramsey score los (level of sedation) was reported as of ¿2 instead of 3 or 4.¿ at 0745 the nurse was alarmed by the patient¿s clinical status and that the pca was stopped secondary to capnography readings. At 0850 the pca was stopped and capnography remained on the patient with respirations 5-8 bpm. The patient was on oxygen at 4l/min via nasal cannula. The oxygen level desaturated to the mid 80s at some point but it was not documented in the medical record. The patient required q15 min vital signs with the nurse in the room for several hours after the pca was stopped. Patient required q15 mins vital signs with nurse in the room for several hours after the pca was stopped. An event log review was requested to determine how much pca the patient received on (B)(6) 2016 from 4:40 am to about 10 am when the infusion was discontinued. An internal investigation was performed by the facility however the customer requested assistance with the data interpretation.

Manufacturer narrative:
Concomitant medical devices: 35ml monoject syringe; etco2 disp; pca tubing; therapy date (B)(6) 2016. The customer¿s report of an overinfusion of hydromorphone was not confirmed. The pcu event log shows that at 12:08 am on (B)(6) 2016 the pca module was programmed to infuse pca dose + continuous hydromorphone 40-49.9kg, concentration 0.2mg in 1ml. The continuous dose was set for 0.3mg/hr (1.5ml/hr) and each pca dose was 0.2mg (1ml). The max limit was set for 0.9mg/1hr with a lockout interval of 8 minutes. The user selected yes to the guardrails warning ¿continuous dose exceeds guardrail limit of 0.2mg. Proceed?¿ and selected yes to the guardrails warning ¿max limit exceeds guardrails limit of 0.48mg/1hr. Proceed?¿ the infusion continued until 6:00 am when the device was channeled off. There were 5 pca dose requests delivered between 12:08 am and 6:00 am. At 6:01 am, pca dose + continuous hydromorph tolerant 45kg or more 0.2mg in 1ml was programmed with a continuous dose of 0.4mg/hr (2ml/hr), pca dose 0.2mg (1ml), max limit 1.2mg/1hr, and lockout 8 minutes. At 6:46 am, the continuous dose was changed to 0.3mg/hr and the max limit to 0.9mg/1hr. At 8:33 am, the device was channeled off. An additional 3 pca dose requests were delivered during this period. The total volume recorded as being infused was 19.3826ml (8ml from pca dose requests and 11.3826ml from the continuous infusion). Since the intended programming parameters were not provided, the report of an overinfusion could not be confirmed and no root cause could be identified. Devices not received, log review only.

Event description:
The customer reported that the patient was given too much pca hydromorphone; intended programming parameters were not provided. An event log review was requested to determine how much pca the patient received on 12/13/2016 from 4:40 am to about 10 am when the infusion was discontinued. An internal investigation was performed by the facility however the customer requested assistance with the data interpretation. Etco2 monitoring was in use while the patient was receiving the pca. There was no report of patient harm.